Event description:
The physician phoned to report that the pt had received inappropriate therapy due to t-wave oversensing. Previously the gain control had been adjusted. As no add'l programming changes were possible to correct the oversensing, the physician elected to explant the ICD.